Event description:
It was reported that a "circle coated ring" was noticed on the bd syringe luer-lok¿ tip with bd precisionglide¿ needle stopper during use, toward the bottom inside the barrel, when the plunger was pulled back. The following day, it was noticed to be missing. The following information was provided by the initial reporter: "consumer reported he noticed on (B)(6) 2019 circle coated ring at the end of the stopper toward the bottom inside the barrel when he pulled back the plunger. As per his wordings, it was kind of compound didn't stay when looked at it. He didn't see wetness and no droplet. When he looked at it the next day, (B)(6) 2019, he didn't notice anything inside there, he thinks it was evaporated."

Manufacturer narrative:
Investigation: one 3ml syringe with needle in an opened package, confirmed to be from batch #5084699 (p/n 309575), was received. It was visually evaluated. A small amount of silicone was observed on the stopper and the internal barrel surface area. The amount observed was a normal and expected amount for this product per product specification. When the plunger is pulled back the siliconized stopper can leave a visible thin ring of silicone residue around the barrel. It can be wiped off by pushing the stopper to the bottom out position. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "circle coated ring" was noticed on the bd syringe luer-lok¿ tip with bd precisionglide¿ needle stopper during use, toward the bottom inside the barrel, when the plunger was pulled back. The following day, it was noticed to be missing. The following information was provided by the initial reporter: "consumer reported he noticed on (B)(6) 2019 circle coated ring at the end of the stopper toward the bottom inside the barrel when he pulled back the plunger. As per his wordings, it was kind of compound didn't stay when looked at it. He didn't see wetness and no droplet. When he looked at it the next day,(B)(6) 2019, he didn't notice anything inside there, he thinks it was evaporated."